Event description:
Adverse event: induced astigmatism. A system operator reported a patient with induced astigmatism following refractive surgery on the left eye. Patient records were received and reviewed and indicated this patient received the refractive surgery over iol implants. The records also indicated the patient experienced a 2 line decrease in bcva. The surgeon stated he felt this patient was improved (slow healer) and was not harmed or injured by the induced astigmatism and the decrease in bcva was not permanent and would improve as the patient healed. The safety and effectiveness of this laser system has not been established in patients with previous corneal or intraocular surgery.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site evaluation, the territory manager checked the system and found no problems. A successful system verification to specifications was performed prior to his departure. Log file review for the day of this patient's surgery indicates the treatment was fully completed without any system or user generated messages or errors. All system functions were within specifications. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. In this case, the clinical records were limited to preoperative visits, no postoperative records were sent for evaluation. Variable mrs (manifest refractions) were noted with different axis for the astigmatic correction. One preoperative mr on (B) (6) 2008 was recorded as -2.50-0.50x167 with a bcva of 20/30 and on (B) (6) 2008, three different refractions were recorded; mr#1: -2.50-0.75x090 with bcva of 20/20, mr#2: -2.50-0.75 with no cylinder axis nor bcva recorded, and an autorefraction of -1.50-0.50x178 no bcva recorded. In addition, 2 treatment plans were provided with 2 different programmed corrections; treatment plan #1 showed the programmed correction as -1.00-0.50x090 and treatment plan #2 showed a programmed correction as -1.00-0.40x167. Log files indicated the treatment as -1.50-0.50x90. These apparent inconsistencies in the mrs, cylinder, axis and the treatment plans may have contributed to the alleged induced astigmatism. Further communication with the site indicated that the surgeon was questioning this outcome in reference to nomogram assistance, and had no complaint in regards to it. According to the site's contact, the surgeon felt this patient was a slow healer, was not harmed or injured, and that the decrease in bcva was not permanent and would improve as the patient healed. No other clinical issues could be confirmed and further investigated due to the lack of sufficient information provided by the site. Therefore, the reported complaint of induced astigmatism could not be confirmed or denied. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the induced astigmatism. However, the non-product related factors mentioned above may have been contributors. (B) (4)